Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the cartridge and no further occlusions were received. There was no impact to customers blood glucose level.